Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-02555. It was reported that the patient presented in the hospital. The patient experienced discomfort due to an inappropriate shock for atrial flutter with rapid ventricular rate. During the shock, low defibrillation impedance was measured on the right ventricular lead. Intervention was discussed; none reported. The patient was in stable condition.